Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Related manufacturing reference: 2184149-2018-00137. During a radiofrequency ablation procedure a patient burn occurred. No further information was provided.